Event description:
It was reported that a patient controlled analgesia pump module was found with a channel error. The device was placed in maintenance mode, with the error logs reviewed, and it was found that there was a software fault (13-1033-149) on pca sn (B)(6). There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was confirmed during the log review; however, the channel error could not be replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. On (B)(6) 2025 at 3:33 pm, a review of the pca error log showed an invalid transition (domain=1; classid=41; currentstate=4; eventid=2) followed by a software fault record (domain=13; object=1033; line=149) confirming the reported issue. No additional information was observed. A review of the pcu and pca event log at the reported event date could not be completed because the logs were found to be overwritten. The captured events have been recorded since october 23; however, the reported event occurred on (B)(6). A functional test was performed on suspect device; the entire syringe infused to completion for about 2 hours with no unexpected errors or occlusion alarms. The alaris system maintenance (asm v 12.5) was used to perform calibration and preventative maintenance on the returned pca module to observe the current functional state of the device. The device passed all maintenance tasks. The bd alaris¿ syringe module and alaris¿ pca module technical service manual states to facilitate troubleshooting when an operating malfunction occurs, the syringe and pca modules alarm and display an error message and/or error code. The information in this chapter can help diagnose and correct technical problems. Use bd alaris¿ system maintenance software to perform applicable preventive maintenance, calibration, and verification procedures. The device was reported to have no patient involvement. Root cause: the root cause of the reported channel error was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient controlled analgesia pump module was found with a channel error. The device was placed in maintenance mode, with the error logs reviewed, and it was found that there was a software fault (13-1033-149) on pca sn (B)(6) . There was no patient involvement.